Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had a warning for low impedance paces. The clinic check of the ra lead had impedance of 410 ohms unipolar and 475 ohms bipolar. With isometric testing the ra lead had no changes in impedances measurements. It was noted the ra lead had no oversensing and thresholds were stable. The ra lead remain in use. No patient complications have been reported as a result of this event.